Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, episodes of non-sustained rv oversensing (nsrvo) were observed. The events were mostly post biv pacing, and post-sensed t wave oversensing (pstwo) was noted. Programming changes were made. The patient was stable.